Manufacturer narrative:
Investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that they were encountering identification problems. Information regarding the panels used or the specimens involved was not provided for the investigation; however, it was confirmed that the issue was not with the panels, as the same were tested in a separate m50 with correct identification results. A bd field service engineer (fse) was dispatched to review the instrument. The fse performed cleaning and calibration of the optics via a light source adjustment. The normalizer panels (p/n 447157) were also replaced to ensure the issue was resolved. The root cause is not known. As the failure mode was believed to have been remedied by the fse actions, this is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Review of service history for this instrument was completed and revealed no previous cases related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that there were instances of misidentification while using bd phoenix¿ m50 automated microbiology system. Panels were checked on a different camera to obtain correct result. There was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: the user reported to the application department that there has been a problem with incorrect identification of pid panels for some time. The greatest errors within the genus were leuconostoc mesenteroides ssp cremoris and it should be staph. Hominis and two times corynebacterium jeikeium a should be staph. Epdermidis - two different studies. Defective panels excluded, panels were checked on a different camera - correct result.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321 and k040099. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were instances of misidentification while using bd phoenix¿ m50 automated microbiology system. Panels were checked on a different camera to obtain correct result. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the user reported to the application department that there has been a problem with incorrect identification of pid panels for some time. The greatest errors within the genus were leuconostoc mesenteroides ssp cremoris and it should be staph. Hominis and two times corynebacterium jeikeium a should be staph. Epidermidis - two different studies. Defective panels excluded, panels were checked on a different camera - correct result.